Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials a false positive result was obtained. Confirmatory gram stain was performed. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that contamination on 442023 lot: 0329100. Two separate patients had cultures that were bactec instrument positive. Both were showed gram variable rods on gram stain. Neither patient grew in culture. No corrected reports. Customer indicated what was seen in gram stain was not isolated in culture. Customer reports and aer/ana set was drawn on 2 patients from different floors. Their aer bottles only both were instrument positive and gram stain showed gram variable rods. Nothing grew in plated media culture or liquid thio culture after 5 days. Patient 2: collected (B)(6) 2021 at 1600 by phlebotomy staff, hospital location: level 7, time to detection: 16 hrs 51 min.

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials a false positive result was obtained. Confirmatory gram stain was performed. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that contamination on 442023 lot: 0329100 two separate patients had cultures that were bactec instrument positive. Both were showed gram variable rods on gram stain. Neither patient grew in culture. No corrected reports. Customer indicated what was seen in gram stain was not isolated in culture. Customer reports and aer/ana set was drawn on 2 patients from different floors. Their aer bottles only both were instrument positive and gram stain showed gram variable rods. Nothing grew in plated media culture or liquid thio culture after 5 days. Patient 2: collected (B)(6) 2021 at 1600 by phlebotomy staff hospital location: level 7 time to detection: 16 hrs 51 min.

Manufacturer narrative:
H6: investigation summary bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention/returned samples when tested for viable contamination, stainable and voltage output. Batch history record review did not identify any evidence for which the customer submitted the complaint. Complaint is unconfirmed based on retention/returned samples and batch record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. No corrective actions were required.